Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant carbon dioxide, glucose and alkaline phosphatase results. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse removed and replaced aliquot probe and drain, and imt drain. The cse verified alignments and completed service methods. Quality control (qc) was within range. A siemens headquarter support center (hsc) has reviewed the information provided. The process error log posted 78 aliquot module errors on (B)(6) 2017 prior to the sampling of the 2 sample ID's described. Hsc concluded the cause of this event was related to the aliquot probe and drains and was resolved with replacement of the aliquot probe and drain during the service visit. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, carbon dioxide, glucose and alkaline phosphatase results were obtained on one patient sample and a discordant carbon dioxide result was obtained on another patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The same samples were repeated on the original instrument, resulting as expected for patients. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant carbon dioxide, glucose and alkaline phosphatase results.